Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6) memorial hospital. (B)(6) md. History and physical. History of type 2 diabetes, cesarean section x 2, tubal ligation. (B)(6) 2013: (B)(6) memorial hospital. (B)(6) md. Operative report. Procedures: total abdominal hysterectomy, bilateral salpingo-oophorectomy. (B)(6) 2013: (B)(6) memorial hospital. (B)(6) md. History and physical. Abdominal pain. Impression: acute pancreatitis. (B)(6) 2013: (B)(6) memorial hospital. (B)(6) md. Radiology ¿ CT abdomen stone search. Indication: flank pain left. Findings: prominent ventral hernia present containing a loop of bowel with [sic] causing obstruction. (B)(6) 2013: (B)(6) memorial hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: acute pancreatitis. Findings: midline ventral hernia in infraumbilical region. Extension of colon and small bowel into this hernia. Hernia is wide-mouth. (B)(6) 2013: (B)(6) memorial hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, follow up pancreatitis. Findings: stable infraumbilical midline ventral hernia noted. (B)(6) 2013: (B)(6) memorial hospital. (B)(6) md. Discharge summary. Diagnoses: systemic inflammatory response syndrome, diabetic ketoacidosis, severe protein-calorie malnutrition. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Findings: there is a wide mouth ventral hernia containing mesentery and numerous loops of small bowel without evidence of obstruction. A fat-containing umbilical hernia is also seen. (B)(6) 2015: (B)(6) memorial hospital. (B)(6) md. Consultation. Acute pancreatitis. History of poorly controlled diabetes mellitus, pancreatitis 2013. Medications: prednisone short course to break cycle of status migraine, lovenox. Works as legal assistant for terry norman, attorney. (B)(6) 2015: [facility ni]. Nurse notes. Wound care. Right suprapubic wound, drained large amount purulent material, foul odor. States aware it was there but did not tell any md in ER. (B)(6) 2015: (B)(6) medical center. Microbiology. Specimen: abscess. Wound culture. Isolate final: staphylococcus aureus. Streptococcus group b. (B)(6) 2015: (B)(6) medical center. Lab. Albumin 2.3 low. (B)(6) 2015: (B)(6) memorial hospital. Aleksandra vidacic, md. Discharge summary. Acute pancreatitis, recurrent. History of obesity. (B)(6) 2015: (B)(6) memorial hospital. (B)(6) md. Operative report. Preoperative diagnosis: chronic cholecystitis, possible cholelithiasis, history of pancreatitis. Postoperative diagnosis: chronic cholecystitis, possible cholelithiasis, history of pancreatitis with a right lower quadrant incisional hernia from previous cesarean section. Procedure: laparoscopic cholecystectomy. Complications: none. Findings: ¿chronic cholecystitis, multiple gallstones about 4 mm in size and 1 mm cystic duct too small for cholangiogram cath. Large incarcerated hernia, right lower quadrant with reduction of incarcerate.¿ summary: ¿after induction of anesthesia, this patient had a timeout declared. Abdomen prepped and draped and an umbilical incision made. The patient had a veress needle placed and co2 was infiltrated. She began to have a right lower quadrant ballooning that area in the subq and she had a hernia in the right lower quadrant somewhere. We then placed a trocar after we had co2 __ [sic] and manipulated around the incarcerate in the right lower quadrant. Evaluated the liver and gallbladder. Gallbladder was adhesed to the omentum. She had a fatty liver. We mobilized the gallbladder with trocars placed in the right upper and lateral abdomen and one in the upper midline. We put heparinized saline in morison¿s pouch, placed the gallbladder on tension, dissected away the triangle of calot until exposed about 1.5 cm of the cystic duct and cystic artery. These were doubly clipped, triply clipped and divided. A critical view was obtained prior to that transection. We then removed the gallbladder from its bed with sharp dissection using the coagulating scissors, mobilized the gallbladder completely, brought it through the midline trocar in the umbilical area and removed it. We then reevaluated the patient¿s right upper quadrant, suctioned all the fluid which was nonbloody and there was no bleeding from the gallbladder bed. We then changed the laparoscope to the upper midline trocar and evaluated the right lower quadrant hernia. It was a moderate size which was going to require mesh to repair, and with the gallbladder surgery, I did not feel like we needed to repair it at this present time. The incarcerate was basically the cecum which I mobilized with blunt dissection and mobilized it from incarcerate and the hernia sac itself was free of any incarceration ___[sic]. Evacuated co2. Closed the midline fascia and umbilical area with vicryl and then closed the skin incision with nylon. Returned to recovery in fair condition.¿ (B)(6) 2015: (B)(6) medical center. [Illegible signature]. Anesthesia record. Weight 168 pounds. Asa 3. (B)(6) 2015: (B)(6) medical center. Implant record: mesh (gore) dualmesh 10.0 cm x 15.0 cm x 1.0 mm. Ref. 1dlmc03. Expiration: 11/2019. Lot #: 13323952. Site: abdomen. Mfg: w.l. Gore & associates. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Pathology report. Accession #: (B)(4). Procedure: ventral hernia repair. Specimen received: ventral hernia sac. Clinical diagnosis: ventral hernia. Final pathological diagnosis: fibroadipose tissue, designated from ventral hernia, excision: hernia sac. Gross specimen: the specimen is labeled ventral hernia and consists of membrane-covered yellow fibroadipose tissue measuring 13.5 x 6.5 x 1.5 cm. A section is submitted. Microscopic: sections contain fibroadipose tissue consistent with a hernia sac. (B)(6) 2015: (B)(6) medical center. Medication administration record. Heparin porcine 5,000 units. Every 12 hours. Subcutaneous. (B)(6) 2015: (B)(6) memorial hospital. (B)(6) md. Discharge summary. Admit date: (B)(6) 2015. Diagnosis: right lower quadrant ventral hernia. Postoperative hysterectomy many years ago. Large hernia, right lower quadrant. Not diagnosed preop cause of her obesity, lack of complaints, but once she was aware of the problem she did complain of discomfort. Given antibiotics 1 day. Dismissed home. (B)(6) 2016: (B)(6) memorial hospital. (B)(6) md. History and physical. Abdominal pain status post ventral hernia, fluid beneath incisional site. Had approximately a 10 x 15 cm defect, large piece dualmesh was placed. Abdomen: tender to palpation inferior border of pannus beneath incision, erythema. Impression/plan: abdominal wound symptomatic, erythematous. To the operating room for exploration, washout, likely drainage placement. Antibiotics, cultures. (B)(6) 2016: (B)(6) medical center. [Illegible signature]. Anesthesia record. Weight 72 kg. Asa 3. (B)(6) 2016: (B)(6) memorial hospital. (B)(6) md. Operative report. Preoperative diagnosis: complex abdominal wound, status post ventral hernia repair. Postoperative diagnosis: complex abdominal wound, status post ventral hernia repair. Procedure: incision and drainage of complex abdominal wound with placement of two 19-french blake drains. Complications: none. Specimen: cultures sent from abscess cavity. Procedure: ¿the patient is a 43-year-old woman who is approximately 25 days out from a large ventral hernia repair with dualmesh. She has had a postoperative complication consistent with seroma formation that has now become infected. The prior surgical site was prepped and draped in a sterile fashion, time-out was performed. Antibiotics were given after cultures were sent. The prior incision was utilized. It was slightly opened. A yankauer suction was then inserted into the wound and evacuated copious amounts of pus. We then used a pulsavac irrigation and irrigated the wound with 3 liters of saline. Once this was performed, we then proceeded to place two 19-french blake drains into this abscess cavity and sutured these to the skin edge with prolene suture. The wound was closed with interrupted vertical mattress prolene. The patient tolerated the procedure well. She was extubated in the operating room. Sponge and needle counts were correct x2. Blood loss was minimal.¿ (B)(6) 2016: (B)(6) medical center. Microbiology. Specimen: abdominal. Culture final: moderate growth gram positive cocci, resembles staphylococcus. Isolate final: staphylococcus aureus. (B)(6) 2016: (B)(6) medical center. Lab. Albumin 2.4 low. (B)(6) 2016: (B)(6) memorial hospital. (B)(6) md. Discharge summary. Admit date: (B)(6) 2016. Diagnosis: infected right lower quadrant wound postop ventral hernia repair with mesh 1 month ago. Cultures: staphylococcus aureus coagulase negative. Debridement of wound and drains of infected seroma. Dismissed home in care of family. Understands drain care. Chance of survival of this graft is probably 30-50% range and she understands, but we are going to try our best to salvage if possible. (B)(6) 2016: (B)(6) clinic. Lab. Wbc 12.4 high. (B)(6) 2016: (B)(6) memorial hospital. (B)(6) md. History and physical. Uncomplicated postoperative course, drains in place, on antibiotics. Came back with cloudy fluid from drain, large amount. Coagulase negative staph. Abdominal pain in that area 31st of december, multiple attempts to return phone call to patient without any luck, she showed up in urgent care, admitted. Exam: weight 157. Transverse incision well healed right lower quadrant with area redness in inferior flap of that area, drainage of purulent bloody material from drain. Impression: persistent infection of dualmesh hernia repair from december with worsening of infection despite drainage, antibiotics. (B)(6) 2016: (B)(6) medical center. [Illegible signature]. Anesthesia record. Weight 71 kg. Asa 3. (B)(6) 2016: (B)(6) memorial hospital. (B)(6) md. Operative report. Preoperative diagnosis: abdominal wall abscess. Postoperative diagnosis: abdominal wall abscess and infected mesh. Procedure: excisional debridement of abdominal wall abscess and removal of infected mesh. Findings: ¿large abdominal wall abscess containing purulent material and necrotic tissue. This was debrided. Cultures were taken.¿ indications: this is a 43-year-old woman with severe diabetes mellitus who underwent a hernia repair with mesh and came back with erythematous abdominal wall. She underwent drain placement and was placed on antibiotics. This did not resolve the abdominal wall erythema. It was recommended that the patient go to the operating room for excisional debridement of abscess, drainage of abscess and removal of mesh. The patient agreed. Informed written consent was obtained and plans were made to proceed to the operating room. Procedure: ¿the patient was taken to the operating room and placed supine on the operating room table. General endotracheal anesthesia was induced. No other antibiotics were given. His cultures were planned. The patient was prepped and draped in the usual sterile fashion and timeout was performed prior to incision. Approximately 12 cm incision was made over the area of fluctuance and drainage. There was a small anterior abdominal wound approximately 2 cm which was draining purulent fluid. Upon entry into the abscess cavity, a large amount, approximately 300 ml, of purulent material was encountered. This was drained utilizing suction. The affected skin was excised and the walls of the abscess were debrided utilizing curet. The mesh was then removed bluntly and no bowel was noted to be visible in the wound. We then debrided the drain, the previously placed drain tract utilizing curets all the way to the skin level. The wound and drain tract were copiously irrigated and hemostasis was confirmed. We then debrided approximately 1 more centimeter inferiorly of necrotic skin and soft tissue sharply, leaving viable skin edges of bleeding fat. Hemostasis was obtained utilizing electrocautery. The wound was packed with a dry kerlix after copious irrigation and an abd pad was placed over the wound and a 4 x 4 gauze placed over the previously placed drain tract wound. The patient was awakened from general endotracheal anesthesia. Tolerated the procedure well and was taken to the postanesthesia care unit in good condition with plans to admit her for IV antibiotics, which will be tailored to her culture results. All counts were correct at the end of the case. Dr. (B)(6) was present and scrubbed for the entirety of the procedure.¿ (B)(6) 2016: (B)(6) medical center. (B)(6) md. Pathology report. Accession #: (B)(4). Procedure: drainage of abdominal wall abscess, removal of infected mesh. Specimen received: infected mesh. Clinical diagnosis: infected mesh. Final pathological diagnosis: synthetic mesh and granulation tissue, designated infected mesh, extraction: synthetic mesh. Acute and chronically inflamed granulation tissue. Gross specimen: the specimen is labeled infected mesh and consists of mesh and suture material measuring 13.5 x 5.5 x 0.7 cm. A small amount of clotted blood and tissue is attached to the mesh. This submitted. Microscopic: sections contain granulation tissue with moderate acute and chronic inflammation. (B)(6) 2016: (B)(6) medical center. Microbiology. Abscess. Source: abdominal. Culture final: moderate growth, resembles staphylococcus. Isolate final: staphylococcus aureus. (B)(6) 2016: (B)(6) medical center. (B)(6). Progress notes. Temperature 101. (B)(6) 2016: (B)(6) medical center. (B)(6). Progress notes. Temperature 102. (B)(6) 2016: (B)(6) memorial hospital. (B)(6) md. Discharge summary. Admit date: (B)(6) 2016. Diagnoses: abdominal wall abscess postop ventral hernia repair, drainage of abscess january 1st. Has home health arranged to change wound vac on a 4-day basis. Wound is clean. Antibiotics. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Emergency room visit. Left upper, lower abdominal pain approximately 3 weeks. Impression: upper abdominal pain, unspecified. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Radiology ¿ CT stone search. Findings: laxity and thinning of ventral abdominal wall noted. 2 cm fatty umbilical hernia present. (B)(6) 2018: (B)(6) medical center. (B)(6) do. Emergency room visit. Left upper quadrant abdominal pain. Impression: abdominal pain, generalized acute. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Findings: tiny fat-containing ventral hernia identified. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Procedure report. Colonoscopy. Indication: abdominal pain left lower quadrant. Impression: diverticulosis in sigmoid colon. (B)(6) 2018: (B)(6) medical center. (B)(6) md. Procedure report. Upper gi endoscopy. Indication: abdominal pain right upper, lower quadrant. Impression: z-line irregular, 38 cm from incisors. Gastritis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation, there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded, as no clinical signs, symptoms or conditions, no health consequences or impact. And will be closed as no problem detected. Previous patient codes (1690, 1930) were reported, based on the original complaint. And are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span march 7, 2013 through february 16, 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from june 22, 2013 through july 5, 2015 were not provided. Patient information: medical history: ¿ obesity: (B)(6) 2015, 165 lbs., bmi 38.3, (B)(6) 2016, 169 lbs., bmi 36.6, (B)(6) 2016, 156 lbs., bmi 33.8, (B)(6) 2016, 172 lbs., bmi 37.2. ¿ diabetes mellitus: (B)(6) 2013, ¿diabetic ketoacidosis¿, (B)(6) 2015, ¿poorly controlled diabetes mellitus¿, (B)(6) 2016, ¿severe diabetes mellitus¿. ¿ pancreatitis: (B)(6) 2015, incisional hernia, (B)(6) 2015, incarcerated ventral hernia, (B)(6) 2016, abdominal wall abscess. Surgical procedures: ¿ unknown dates: cesarean section x2, tubal ligation, (B)(6) 2013, total abdominal hysterectomy, bilateral salpingo-oophorectomy, (B)(6) 2015, laparoscopic cholecystectomy, (B)(6) 2015, open repair of ventral hernia with mesh and enterolysis of adhesions and excision of a hernia sac. Implant: gore® dualmesh® biomaterial. (B)(6) 2016, incision and drainage of complex abdominal wound with placement of two 19-french blake drains. (B)(6) 2016, excisional debridement of abdominal wall abscess and removal of infected mesh. (B)(6) 2016, debridement of abdominal wound and wound vac placement. Relevant medical information: (B)(6) 2013, inpatient admission. (B)(6) 2013, CT abdomen. ¿prominent ventral hernia present containing a loop of bowel with [sic] causing obstruction¿. (B)(6) 2013, CT abdomen/pelvis [a/p]. ¿midline ventral hernia in infraumbilical region. Extension of colon and small bowel into this hernia. Hernia is wide-mouth¿. (B)(6) 2013, CT a/p. ¿stable infraumbilical midline ventral hernia noted¿. (B)(6) 2013, ¿discharge summary. Diagnoses: systemic inflammatory response syndrome, diabetic ketoacidosis, severe protein-calorie malnutrition¿. ¿ (B)(6) 2015, inpatient admission, (B)(6) 2015, CT a/p. ¿there is a wide mouth ventral hernia containing mesentery and numerous loops of small bowel without evidence of obstruction. A fat-containing umbilical hernia is also seen¿. (B)(6) 2015, ¿wound care; right suprapubic wound, drained large amount purulent material, foul odor. States aware it was there, but did not tell any md in ER¿. (B)(6) 2015, pathology ¿specimen: abscess. Wound culture. Isolate final: staphylococcus aureus. Streptococcus group b¿. (B)(6) 2015, discharge summary: ¿acute pancreatitis, recurrent¿. (B)(6) 2015, laparoscopic cholecystectomy. Findings: ¿chronic cholecystitis, multiple gallstones about 4 mm in size and 1 mm cystic duct too small for cholangiogram cath. Large incarcerated hernia, right lower quadrant with reduction of incarcerate¿. Procedure: ¿the patient had a veress needle placed, and co2 was infiltrated. She began to have a right lower quadrant ballooning that area in the subq and she had a hernia in the right lower quadrant somewhere. We then placed a trocar, after we had co2 [sic]. And manipulated around the incarcerate in the right lower quadrant. Evaluated the liver and gallbladder. Gallbladder was adhered (sic) to the omentum. She (sic) had a fatty liver. We mobilized the gallbladder with trocars placed in the right upper and lateral abdomen and one in the upper midline. We put heparinized saline in morison¿s pouch, placed the gallbladder on tension, dissected away the triangle of calot until exposed about 1.5 cm of the cystic duct and cystic artery. These were doubly clipped, triply clipped and divided. A critical view was obtained prior to that transection. We then removed the gallbladder from its bed with sharp dissection using the coagulating scissors, mobilized the gallbladder completely. Brought it through the midline trocar in the umbilical area and removed it. We then re-evaluated the patient¿s right upper quadrant, suctioned all the fluid, which was non-bloody. And there was no bleeding from the gallbladder bed. We then changed the laparoscope to the upper midline trocar and evaluated the right lower quadrant hernia. It was a moderate size, which was going to require mesh to repair. And with the gallbladder surgery, I did not feel like we needed to repair it at this present time. The incarcerate was basically the cecum, which I mobilized with blunt dissection. And mobilized it from incarcerate and the hernia sac itself was free of any incarceration [sic]. Evacuated co2. Closed the midline fascia and umbilical area with vicryl. And then closed the skin incision with nylon¿. Implant preoperative complaints: (B)(6) 2015, preoperative diagnosis: ¿ventral hernia, right lower quadrant¿. Implant procedure: open repair of ventral hernia with mesh and enterolysis of adhesions and excision of a hernia sac. [Implant: gore® dualmesh® biomaterial, 1dlmc03/13323952, 10cm x 15cm x 1mm thick, oval]. Implant date: (B)(6) 2015, [hospitalization dates (B)(6) 2015]. ¿ wound classification: not provided. ¿ findings: ¿a 10 x 15 cm ventral hernia with incarcerated omentum and 1 piece of small bowel in the hernia sac¿. ¿ description of hernia being treated: ¿a transverse incision made infraumbilical area to the right lower quadrant [sic], opened the subq and through an abdominal wall subq, we encountered a large hernia sac, which was resected. It was about 4 times the size of the defect itself. Once we mobilized it back to the fascial edge, we incised the hernia sac. And found that we could not repair this hernia without having the mesh sac removed completely. Therefore, we excised the sac. There was omentum with small bowel adhesion to the hernia sac itself. It had to be [sic], with coagulator and metzenbaum scissors¿. ¿ implant size and fixation: ¿once we had freed the omentum, coagulated bleeders and returned everything to its normal location, we used a piece of dural [sic] mesh with the ptfe layer internal. We closed the hernia sac. It was closed with horizontal mattress sutures of number 0 prolene suture in an interrupted fashion circumferentially. Once we had the sutures placed, we tied each one individually, divided the suture tails, irrigated the wound with saline and then closed the wound over the drain with running 2-0 vicryl. The drain was sutured in place with prolene. Skin was closed with clips¿. ¿ (B)(6) 2015, pathology: ¿gross specimen: the specimen is labeled ventral hernia and consists of membrane-covered yellow fibroadipose tissue measuring 13.5 x 6.5 x 1.5 cm. A section is submitted. Microscopic: sections contain fibroadipose tissue consistent with a hernia sac¿. ¿ (B)(6) 2015, discharge summary: ¿diagnosis: large hernia, right lower quadrant. Not diagnosed pre-op, cause (sic) of her obesity. Lack of complaints, but once she was aware of the problem. She did complain of discomfort. Dismissed home¿. Relevant medical information: ¿ (B)(6) 2016, inpatient hospitalization. (B)(6) 2016, history and physical: ¿abdominal pain status post ventral hernia, fluid beneath incisional site. Had approximately a 10 x 15 cm defect, large piece dualmesh was placed. Abdomen: tender to palpation inferior border of pannus beneath incision, erythema. Impression/plan: abdominal wound symptomatic, erythematous. To the operating room for exploration. Washout, likely drainage placement¿. (B)(6) 2016, incision and drainage of complex abdominal wound with placement of two 19-french blake drains. - indication: ¿the patient is a 43-year-old woman who is approximately (B)(6) days out from a large ventral hernia repair with dualmesh. She has had a postoperative complication consistent with seroma formation that has now become infected¿. - procedure: ¿antibiotics were given after cultures were sent. The prior incision was utilized. It was slightly opened. A yankauer suction was then inserted into the wound and evacuated copious amounts of pus. We then used a pulsavac irrigation and irrigated the wound with 3 liters of saline. Once this was performed, we then proceeded to place two 19-french blake drains into this abscess cavity and sutured these to the skin edge with prolene suture. The wound was closed with interrupted vertical mattress prolene¿. - (B)(6) 2016, pathology ¿specimen: abdominal. Culture final: moderate growth gram positive cocci. Resembles staphylococcus. Isolate final: staphylococcus aureus¿. - (B)(6) 2016, discharge summary diagnosis: ¿infected right lower quadrant wound post-op ventral hernia repair with mesh 1 month ago. Cultures: staphylococcus aureus coagulase negative. Debridement of wound and drains of infected seroma. Dismissed home in care of family. Understands drain care. Chance of survival of this graft is probably 30-50% range. And she understands, but we are going to try our best to salvage if possible¿. Explant preoperative complaints: ¿ (B)(6) 2016, history and physical: ¿uncomplicated post-operative course, drains in place, on antibiotics. Came back with cloudy fluid from drain, large amount. Coagulase negative staph. Abdominal pain in that area (B)(6). Exam: transverse incision well healed. Right lower quadrant with area redness in inferior flap of that area, drainage of purulent bloody material from drain. Impression: persistent infection of dualmesh hernia repair from december, with worsening of infection despite drainage, antibiotics¿. ¿ (B)(6) 2016, indications: ¿this is a 43-year-old woman with severe diabetes mellitus who underwent a hernia repair with mesh and came back with erythematous abdominal wall. She underwent drain placement and was placed on antibiotics. This did not resolve the abdominal wall erythema. It was recommended, that the patient go to the operating room for excisional debridement of abscess, drainage of abscess and removal of mesh. The patient agreed. Informed written consent was obtained. And plans were made to proceed to the operating room¿. Explant procedure: excisional debridement of abdominal wall, abscess and removal of infected mesh. Explant date: (B)(6) 2016, [hospitalization dates (B)(6) 2016]. ¿ wound classification: not provided. ¿ findings: ¿large abdominal wall abscess containing purulent material and necrotic tissue. This was debrided. Cultures were taken¿. ¿ procedure: ¿approximately, 12 cm incision was made over the area of fluctuance and drainage. There was a small anterior abdominal wound approximately 2 cm, which was draining purulent fluid. Upon entry into the abscess cavity, a large amount, approximately 300 ml, of purulent material was encountered. This was drained utilizing suction. The affected skin was excised and the walls of the abscess were debrided utilizing curet. The mesh was then removed bluntly. And no bowel was noted, to be visible in the wound. We then debrided the drain. The previously, placed drain tract utilizing curets all the way to the skin level. The wound and drain tract were copiously irrigated and hemostasis was confirmed. We then debrided approximately 1 more centimeter inferiorly of necrotic skin and soft tissue sharply, leaving viable skin edges of bleeding fat. Hemostasis was obtained utilizing electrocautery. The wound was packed with a dry kerlix after copious irrigation .and an abd pad was placed over the wound. And a 4 x 4 gauze placed over the previously placed drain tract wound¿. ¿ (B)(6) 2016, pathology ¿specimen received: infected mesh¿. - clinical diagnosis: ¿infected mesh. Final pathological diagnosis: synthetic mesh and granulation tissue, designated infected mesh. Extraction: synthetic mesh. Acute and chronically inflamed granulation tissue¿. - gross specimen: ¿the specimen is labeled infected mesh. And consists of mesh and suture material measuring 13.5 x 5.5 x 0.7 cm. A small amount of clotted blood and tissue is attached to the mesh. This submitted microscopic: sections contain granulation tissue with moderate acute and chronic inflammation¿. ¿ (B)(6) 2016, microbiology: ¿abscess. Source: abdominal¿. ¿culture final: moderate growth, resembles staphylococcus. Isolate final: staphylococcus aureus¿. ¿ (B)(6) 2016, debridement of abdominal wound and wound vac placement. Indications: ¿this is a 43-year-old diabetic woman with history of a ventral hernia post repair with mesh. Who presented with an infected mesh that had failed to heal with antibiotics and drainage. She had previously, been taken to the operating room and had this mesh excised. As well as, an abscess drained. And had been undergoing wet-to-dry dressing changes on the floor. Her wound had improved and had good development of granulation tissue. And was thought appropriate for wound vac¿. Findings: ¿wound with good granulation tissue. A wound vac placed. Two sponges left in the wound¿. Procedure: ¿the wound was examined. And demonstrated minimal amount of fibrinous tissue at the base. This was broken up utilizing blunt debridement with suction and curet. The walls of the wound were debrided utilizing a curet to healthy bleeding tissue. The drain tract from the previously placed drain, which was removed on the previous operation was also debrided with a curet. The wound was copiously irrigated with normal saline. And hemostasis was confirmed. A vacuum dressing sponge was cut appropriately to fill the wound. This required 2 pieces of foam and the rest of the dressing was placed and hooked up to 125 mmhg suction with good seal¿. ¿ (B)(6) 2016, discharge summary: ¿abdominal wall abscess post-op ventral hernia repair, drainage of abscess (B)(6). Has home health arranged to change wound vac on a (B)(6) day basis. Wound is clean. Antibiotics¿. Conclusion: it should be noted, that the gore® dualmesh® biomaterial instructions for use, include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination, which may lead to patient harms. Device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified, that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, infected mesh, removal of mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2015 were not provided. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia, right lower quadrant. Postoperative diagnosis: incarcerated ventral hernia, right lower quadrant. Procedure: open repair of ventral hernia with mesh and enterolysis of adhesions and excision of a hernia sac. Assistant: (B)(6). Blood loss: 50. Complications: none. Instrument and sponge counts: correct. Drains: one 19-french blake drain used for subq [subcutaneous] drainage. Findings: a 10 x 15 cm ventral hernia with incarcerated omentum and 1 piece of small bowel in the hernia sac. Summary: ¿after induction of anesthesia, the patient¿s abdomen prepped and draped. A transverse incision made infraumbilical area to the right lower quadrant __ [sic] opened the subq [subcutaneous] and through an abdominal wall subq [subcutaneous] we encountered a large hernia sac, which was resected. It was about 4 times the size of the defect itself. Once we mobilized it back to the fascial edge, we incised the hernia sac and found that we could not repair this hernia without having the mesh sac removed completely. Therefore, we excised the sac. There was omentum with small bowel adhesion to the hernia sac itself. It had to be __ [sic] with coagulator and metzenbaum scissors. Once we had freed the omentum, coagulated bleeders and returned everything to its normal location, we used a piece of dural [sic] mesh with the ptfe layer internal. We closed the hernia sac, it was closed with horizontal mattress sutures of number 0 prolene suture in an interrupted fashion circumferentially. Once we had the sutures placed, we tied each one individually, divided the suture tails, irrigated the wound with saline and then closed the wound over the drain with running 2-0 vicryl. The drain was sutured in place with prolene. Skin was closed with clips. Dressings were applied and returned to recovery in good condition.¿ (B)(6) 2015: (B)(6) medical center. Progress notes. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 13323952. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/13323952) was implanted during the procedure. [Missing records: a pathology report detailing analysis of device removed during the (B)(6) 2015 procedure was not provided.] (B)(6) 2016: (B)(6) memorial hospital. (B)(6), m.d.; (B)(6), md. Operative report. Anesthesia: dr. (B)(6); general endotracheal. Estimated blood loss: less than 10 ml. Complications: none. Preoperative diagnosis: abdominal wall abscess status post debridement. Postoperative diagnosis: abdominal wall abscess status post debridement. Procedure: debridement of abdominal wound and wound vac placement. Findings: wound with good granulation tissue. A wound vac placed. Two sponges left in the wound. Indications: ¿this is a 43-year-old diabetic woman with history of a ventral hernia post repair with mesh, who presented with an infected mesh that had failed to heal with antibiotics and drainage. She had previously been taken to the operating room and had this mesh excised as well as an abscess drained and had been undergoing wet-to-dry dressing changes on the floor. Her wound had improved and had good development of granulation tissue and was thought appropriate for wound vac. Written informed consent was obtained from the patient for continued debridement and wound vac placement. All questions were answered.¿ description of procedure: ¿the patient was taken to the operating room and placed supine on the operating room table. General endotracheal anesthesia was administered. Hair around the abdominal wound was clipped. The patient was prepped and draped in the usual sterile fashion. Perioperative appropriate antibiotics were given and timeout was performed, verifying correct patient, site, procedure and necessary equipment. The wound was examined and demonstrated minimal amount of fibrinous tissue at the base. This was broken up utilizing blunt debridement with suction and curet. The walls of the wound were debrided utilizing a curet to healthy bleeding tissue. The drain tract from the previously placed drain which was removed on the previous operation, was also debrided with a curet. The wound was copiously irrigated with normal saline and hemostasis was confirmed. A vacuum dressing sponge was cut appropriately to fill the wound. This required 2 pieces of foam and the rest of the dressing was placed and hooked up to 125 mmhg suction with good seal. The patient was awakened from anesthesia and tolerated the procedure well and was transferred to the post anesthesia care unit in good condition. Plan will be for every 4 day wound vac changes and with setting up of home health to assist with this. We will continue antibiotics and transitioned to p.o [by mouth] as the patient nears discharge. All counts were correct at the end of the case. Dr. (B)(6) was present and scrubbed for the entirety of the case.¿ [missing record: records of ¿previously taken to operating room and had this mesh excised¿; ¿abscess drained¿ were not provided.] Records after (B)(6) 2016 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.